Manufacturer narrative:
The customer inquired about the warranty of the device for repair. No repair was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17727.

Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the screen was black after startup. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The case is currently pending onsite evaluation for the device and repair. The investigation is ongoing.